Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. The distributor functionality testing confirmed that the device was fully functional. The monitor and electrode belt pulse delivery and ECG acquisition circuitry was fully functional. There is no indication of a product malfunction contributing to the defibrillation event. Device manufacture dates: monitor: 04/24/2018; electrode belt: 07/08/2015.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2019 while wearing the lifevest. The patient's brother reported that the patient was in his efficiency apartment in a senior living building. Someone in the hall reportedly heard the device alarming and called ems. The patient was reportedly found with the lifevest on but no clothes. Ems performed CPR, did not take the patient to the hospital and pronounced the patient deceased at the apartment. Clinical review of the download data, indicates that the patient received three inappropriate treatment shocks on the day of passing. Per the download ECG recordings, between 06:16:08 and 06:28:53, the device detected asystole six times with the available ECG showing sinus rhythm at 80 bpm slowing to sinus bradycardia at 20 bpm degrading to asystole with intermittent cardiac activity. The device intermittently entered the detection sequence, asystole, and a normal rhythm between 06:31:57 and 06:55:03 with the available ECG showing asystole transitioning to an idioventricular rhythm at 50 bpm degrading to asystole and asystole with intermittent cardiac activity. At 06:55:36 the device entered the detection sequence while the patient was in asystole. At 06:56:33, the device released gel. Between 06:56:45 and 06:57:12, the patient received two treatment shocks while in asystole with the post-shock rhythm being asystole. The patient remained in asystole with intermittent activity. At 08:05:39, the patient received a third treatment shock while the rhythm was obscured by CPR artifact. The post-shock rhythm was idioventricular rhythm at 20 bpm degrading to asystole. The patient remained in asystole obscured by noise on all channels. The device was shutdown at 08:13:45. The response buttons were not pressed during the event. Oversensing of low amplitude cardiac signal and CPR artifact contributed to the false detection. There is no evidence to suggest that the lifevest caused or contributed to the patient's death, as the patient was already in a non-treatable, non-life sustaining rhythm.